Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the quadripolar left ventricular (lv) lead was exhibiting high, undefined impedance in configurations with certain electrodes during the implant procedure. The lead was removed from the cardiac resynchronization therapy defibrillator (crt-d) header and was reinserted and was noted to be functioning normally. The lead and device remain in use. No patient complications have been reported as a result of this event.